Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pericardial effusion occurred during left ventricular (lv) lead implant. The lead was removed and a different lead was used to complete the implant. The patient was reportedly stable after treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The previously reported treatment was confirmed to be aspiration of the pericardial cavity.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.